Event description:
It was reported that the insulin pump gave a motor error alarm multiple times during normal use. Troubleshooting revealed a loose drive support cap. The alarms were confirmed in the alarm history. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.